Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feeding set was leaking. There was no patient injury.

Manufacturer narrative:
A review of the device history record was not possible as the lot number reported was unknown. One used device was received for evaluation. A visual and functional inspection found no evidence of a leak in the device. The root cause cannot be identified as the reported condition could not be confirmed based on testing of the returned sample. A formal corrective/preventative action will not be initiated at this time as the reported condition did not identify a manufacturing or production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.